Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gets hot to touch when plugged into a power source to charge. Subsequently, the usb cable melted and the pump battery no longer charged. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged hot to touch issue was verified. The usb cable was not returned for investigation, therefor the alleged usb cable issue was unable to be verified.